Event description:
It was reported the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient had recently had their implantable neurostimulators (ins) replaced due to normal battery depletion. A week after surgery, the patient felt like the ins was off so they checked the ins with the programmer and they made adjustments from 3.5 to 4.1v. The oor was displayed sometime between (B)(6) 2014 when the patient checked the ins. The oor involved the left ins and they had previously not seen an oor message. The patient lost benefit, their right hand tremors were significantly worse, and other symptoms like dizziness were worse on the right side. The patient¿s tremor, stiffness, and dizziness were worse and the symptoms returned after the inss were changed out. The oor message was seen three times, twice by the patient¿s wife and once when the patient met with their healthcare professional (hcp) on the day of this report. During the appointment, impedances were measured to be within normal range at 3.0v. The new ins had the same programming as the old ins. The new ins was programmed to c+, 1- at 4.1v, 60 us, and 185 hz. During the appointment, the hcp added group a that programmed at c+, 1- at 4.1v, 60 us, and 135 hz. The left ins battery voltage was measured to be 2.88v at the time of this report. The patient had not had any falls. After the appointment with their hcp, the patient¿s therapy got worse. The patient met with a manufacturing representative on (B)(6) 2015. The patient had been using group b all of the time and group b was programmed to 4.1v, 60 us, and 135 hz. Therapy impedances were measured to be 1121 ohms for group b. On (B)(6) 2015, the following impedances were measured at 1.5v: c-0 = 2019 ohms, c-1 = 1543 ohms, c-2 = 1177 ohms, c-3 = 14,277 ohms, 0-1 = 2041 ohms, 0-2 = 2421 ohms, 0-3 = 16,011 ohms, 1-2 = 1671 ohms, 1-3 = 15,240 ohms and 2-3 = 13,315 ohms. The manufacturing representative was not able to get the oor message to display after decreasing stimulation by 0.1v increments or moving the programmer around during communication. When the patient was switched groups their tremor stopped and the funny felling in their head stopped. After 20 minutes the patient felt great, the symptoms were resolved, and the problem was resolved. The patient¿s next appointment with their hcp was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator, product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v273701, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v233444, implanted: (B)(6) 2009, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).